Manufacturer narrative:
Philips received a complaint on the heartstart xl defibrillator indicating that the device failed self-inspection. There was no patient involvement. Based on the information available, the customer refused the quote provided for service. Therefore, the reported issue could not be confirmed, and a cause could not be established. The customer refused the quote provided for service. The working status of the device is unknown. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor self inspection failed. There was no reported patient involvement.